Event description:
Serious health problems; I got saline breast implants at the age of (B)(6), in 1998/99. Ever since the surgery I have had chronic health issues including thyroid dysfunction, steven's johnsons syndrome, unexplained seizures, fibromyalgia, and much more. I believe my health issues are directly related to my implants. I am having a complete en-bloc and capsulectomy on (B)(6) 2021 to have them removed. I'm not certain of the brand of implants I have, and will have further information after my explant surgery. FDA safety report ID# (B)(4).